Manufacturer narrative:
Concomitant medical products: d284drg ICD, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that non-sustained episodes showed oversensing on the right ventricular (rv) lead. A new pace/sense lead was placed and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that pace/sense coil of the lead had a fracture.